Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump buttons was hard to press. The customer¿s blood glucose level was 30 mg/dl. The customer was treated with glucose tablets. Customer was declined to troubleshooting for low blood glucose. Insulin pump had cosmetic damage. Customer states that act buttons was cut scratches on it. The insulin pump will be returned for analysis. Concomitant medical products: frn-unk-rsvr, unomed inf set, frn-mmt-332-rsvr.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unable to rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018.